Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (394-577 mg/dl). Insulin injections were administered to address the bg level. The customer changed the pump supplies multiple times. During a pump system check using the current supplies, the insulin exiting from the infusion set tubing appeared to be "less than normal". The cartridge was changed and infusion tubing was changed 2 more times. The insulin was exiting as expected. No alerts/alarms were observed in the pump history and pump settings were accurate. The contact declined to remove the infusion set site. The customer reverted to using insulin injections to manage diabetes. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The contact agreed.